Event description:
Had a thermage treatment with the "new tip" on this date. Had a previous one seven months earlier. I was told this was for acne treatment, as I was having a recurrence of severe cystic acne. The procedure hurt a lot, more than the previous one, and since they were primarily treating the right side of my face, now I have fat atrophy or necrosis on that side of the face. This began to occur several months after the treatment, finally -I hope- culminating in severe fat loss in the temple, cheek, and sub-cheek area. Not having fat there really makes it hurt. This machine should not be promoted as a treatment for acne. My face has suffered permanent fat loss, especially in the checks and temple area. This results in constant pain and discomfort. The technician insisted on using all the "hits" in the machine until it was empty, even though I wanted to stop.